Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. D4: additional device information: unknown / not provided.

Event description:
The doctor reports that the screw has loosened despite having been tightened to 30 ncm. Procedure completed. Bone density type ii. Affected implant positions: 16. No negative impact on the patient¿s health as a consequence of the event.